Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall exactly when the alleged issue began. The patient stated that he manages his diabetes using insulin (self-adjusts) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿shakiness and nausea¿ an unspecified amount of time after the alleged issue began and he did not specify receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the patient¿s first use of the product and there was no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter¿s auto shut-off behavior. The csr was unable to resolve the issue through troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.